Event description:
A legal notice was received in our sunrise medical (us) (B)(4) office on (B)(6) 2012. The notice stated that the end user was walking with the aid of the walker in her home when the walker allegedly failed causing her to fall. The end user suffered a broken leg, which necessitated physical therapy. This incident is currently being handled by our legal department. The enclosed pictures were sent with the legal notice. The pictures have been reviewed by our (B)(6) internal failure investigator. The break shown is not a common break and it is not possible to form a conclusion based on the photos alone. A full examination of the walker is required for a complete investigation. We are unable to examine the walker at this time. If and when more information becomes available, or the walker is released for investigational purposes, a follow up report will be filed.